Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / post essure') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), habitual abortion ("miscarriages"), coeliac disease ("celiac"), systemic lupus erythematosus ("lupus"), diabetes mellitus ("diabetes"), amenorrhoea ("have not had cycle") and raynaud's phenomenon ("raynauds"), was found to have a pregnancy with contraceptive device ("pregnancy") and was found to have weight increased ("weight gain"). The patient was treated with surgery (d and c and essure coil removal). Essure was removed. At the time of the report, the pelvic pain, habitual abortion, coeliac disease, systemic lupus erythematosus, diabetes mellitus, pregnancy with contraceptive device, weight increased and amenorrhoea outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered amenorrhoea, coeliac disease, diabetes mellitus, habitual abortion, pelvic pain, pregnancy with contraceptive device, raynaud's phenomenon, systemic lupus erythematosus and weight increased to be related to essure. The reporter commented: another episode of pregnancy was captured in case (B)(4). Concerning the injuries reported in this case, the following ones reported via social media: pregnancy, miscarriages, celiac, lupus, diabetes, pain, weight gain and device ineffective. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New event raynaud was added. Reporter was added. On (B)(6) 2020: social media received. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / post essure'), habitual abortion ('miscarriages'), coeliac disease ('celiac'), systemic lupus erythematosus ('lupus') and diabetes mellitus ('diabetes') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), habitual abortion (seriousness criterion medically significant), coeliac disease (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), diabetes mellitus (seriousness criterion medically significant) and amenorrhoea ("have not had cycle"), was found to have a pregnancy with contraceptive device ("pregnancy") and was found to have weight increased ("weight gain"). The patient was treated with surgery (d and c and essure coil removal). At the time of the report, the pelvic pain, habitual abortion, coeliac disease, systemic lupus erythematosus, diabetes mellitus, pregnancy with contraceptive device, weight increased and amenorrhoea outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered amenorrhoea, coeliac disease, diabetes mellitus, habitual abortion, pelvic pain, pregnancy with contraceptive device, systemic lupus erythematosus and weight increased to be related to essure. The reporter commented: another episode of pregnancy was captured in case (B)(4). Concerning the injuries reported in this case, the following ones reported via social media: pregnancy, miscarriages, celiac, lupus, diabetes, pain, weight gain and device ineffective quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: content from plaintiff fact sheet: reporter added. Event amenorrhea was added. Product, patient & reporter information updated. Case become incident. On 20-mar-2020: content from plaintiff fact sheet: reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.